Manufacturer narrative:
Additional contact- e1(initial reporter) -(B)(6). Corrected fields: e1(event site telephone). Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the machine and unable to replicate the fault. Unit have no issues and unit passed. Checklist attached.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed to zero during the pre-use check; no patient was involved.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 failed to zero during the pre-use check; no patient was involved.